Manufacturer narrative:
(Conclusions): the reason for the mixture of images is a clock synchronization problem within the memory controller, fpga of the dipb board. A field change order (fco) will be released to correct this software related problem.